Manufacturer narrative:
(B)(4) date sent: 2/4/2016. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information requested and received: what were the indications for surgery? High bmi. How was the leak identified? Scan of some sort . How long after the initial procedure did the leak occur? Over 1 month. Was a leak test performed in initial procedure? Yes. Which stapling device was used with the reload? Plee60a. Was it identified where on the staple line the leak occurred? Yes but unknown at this time were any unusual noises heard during the firing? No. If a manual device was used, were the forces to fire higher or lower than expected? N/a. If a powered device was used, was a pitch change noticed from motor when firing? Unknown. Was buttressing material being used? Yes. What is the current patient status? A stent was placed.

Event description:
It was reported that during a laparoscopic sleeve procedure, the patient developed a leak on the staple line. The patient is having a stent placed today.